Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿this angle acetabular cup inserter has been used in over 100 hip arthroplasties surgeries. The release pin is warp and cannot be adjustment requires replacement.¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection of the returned device revealed that the spring is deformed which impedes proper adjustment of the pin. Additionally, the black radel handle was broken. Deformation observed may be traced to the maintenance process, as devices are disassembled while cleaning/sterilization. It is possible that the shaft assembly can push against the spring and dislodging it from its position when assembling the device after cleaning, causing the spring to detach from the button and subsequently causing the spring to deform. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. This damage can be consistent due to repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this angle acetabular cup inserter has been used in over 100 hip arthroplasties surgeries. The release pin is warped and cannot be adjustment requires replacement. There was no patient involvement.